Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted no abnormalities. One fully applied 5dpt single use loading unit (sulu) with disrupted timing was received. Microscopic inspection noted scratches on the inner tube of the sulu. The articulation knob functioned properly. A test sulu could be loaded onto the returned device. The instrument was applied to the appropriate test media. The handle was actuated and all tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the scratches on the inner tube. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia, on the third firing, when first using the cartridge with 8 tacks and firing several times with angle at the tip, an abnormal sound was heard. Although it was thought that the firing could be performed smoothly and there was no problem afterwards, but when the cartridge with 5 tacks was used and the firing was performed with angle at the tip, the abnormal sound was still heard, the firing couldn't be done well (not punctured neatly). They opened another device to complete the case. No patient injury.